Manufacturer narrative:
Patient demographics such as age, date of birth, sex, and weight were not supplied by the customer. (B)(6). There is no indication the free triiodothyronine (access free t3) reagent was returned for evaluation. After the event the customer treated the patient sample with blocking agents, tested the sample using the unicel dxi 800 access immunoassay system serial number (B)(4), and obtained results above the laboratory's normal reference range. In addition, the laboratory treated the sample with polyethylene glycol (peg), tested the sample using the same unicel dxi 800 access immunoassay system and obtained a result below the laboratory's normal reference range. In conclusion, the cause of the reproducibly elevated access free t3 results cannot be determined with the available information.

Event description:
The customer reported obtaining reproducibly elevated free triiodothyronine (access free t3) results in association with the unicel dxi 800 access immunoassay system serial number (B)(4) for one (1) patient. The sample from the patient was reanalyzed using the same unicel dxi 800 access immunoassay system and a result above the laboratory's normal reference range was obtained. The sample from the patient was reanalyzed using a siemens centaur analyzer, and lower results, below the laboratory's normal reference range, were obtained. The customer stated the reproducibly elevated access free t3 results were reported from the laboratory. The customer stated a physician considered the reproducibly elevated access free t3 results erroneous after reviewing both the free t3 results associated with the siemens centaur and the patient's clinical history which indicated the patient's thyroid had been surgically removed. There was no report of any change or impact to patient care or treatment which occurred in association with the reproducibly elevated access free t3 results. The customer stated quality control (qc) recovery was within the laboratory's established ranges at the time the event was reported. The customer did not supply any information regarding the patient's sample collection and/or the speed, time, and temperature at which the sample was centrifuged.